Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pockets had failed. The field service engineer (fse) found several pockets were off the bus and identified a faulty row board cable as the cause. The row board cable was replaced, and all pockets started working properly afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie pockets failed and auxiliary 3.2 b249, d1, d3, d5 and e1 had read, write or invalid cubie error, user attempted to recover several times and rebooted the pyxis machine. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.